Event description:
The account generated (B)(6) nonreactive architect hbsag qualitative ii results on 3 donors ids: (B)(6). The samples tested weakly reactive with architect hbsag. No repeat testing or confirmatory testing was performed. No donor information was provided. No donor blood units were released. No impact to patient management was reported.

Manufacturer narrative:
This report is being filed on an international product, architect hbsag qualitative ii, list 2g22-30, that has similar us products distributed in the us, architect hbsag, list 1l80 and architect hbsag qualitative, list 4p53. (B)(4). An evaluation is in process. A followup report will be provided when the evaluation is complete.

Manufacturer narrative:
A review of the manufacturing documentation for the product lot did not identify any issues associated with the customer observation. The complaint database showed no adverse trend for the product and complaint activity for the product lot is normal. Patient samples were not available for return. Therefore, clinical sensitivity testing was completed using a retained kit of architect (B)(6) qualitative ii, lot 44192lf00 and panels which mimic patient samples. All specifications were met indicating that the lot is performing acceptably. Based on all available data, it is not possible to draw conclusions on the final disposition of these 3 donor samples as no confirmatory testing could be performed. The customer indicated non-reactive results were obtained using the architect hbsag qualitative ii assay, and weak reactive results were obtained for these donor samples using the architect hbsag quantitative assay. However, the architect (B)(6) quantitative assay should be used to quantify only those samples previously determined to be reactive by a neutralizing confirmatory test. The architect (B)(6) quantitative assay does not have a retest algorithm and the testing algorithm is compatible with use for monitoring purposes and not for screening. Based on all available information, the evaluation determined the assay performed as intended and no product deficiency was identified.